Event description:
It was reported that the pump touch screen was unresponsive, the wake button was sticking, the battery was depleting quickly and could not be charged. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.